Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient had a broken hip pin after patient's 90-day check up after surgery. Patient initially broke their hip on (B)(6) 2024 and went to hospital where patient underwent the first surgery with implants inserted. Sometime between (B)(6) 2025, and (B)(6) 2025, patient experienced an intense pain in their hip. Patient reports on (B)(6) 2025, while walking into the bathroom, they felt slight pop which felt like it was in the knee. From (B)(6) 2025 to (B)(6) 2025, pain increased daily from hip to ankle with swelling of the entire right leg, ankle, and foot. Patient went back to ER and x-ray showed that one of the pins on the hip implant was broken. On (B)(6) 2025, radiographic imaging revealed broken nail, nonunion, exuberant heterotopic ossification, and lucency at fracture site suggesting loosening-infection. Revision surgery was done on (B)(6) 2025 to replace the pin. Intraoperatively, noted with significant scar tissue and large amount fluid at the nonunion site. Intraoperative cultures were taken. Soon after the surgery, the patient got a local infection and was prescribed IV antibiotics. On (B)(6) 2025, patient was noted as doing well and hip incision site fully healed.